Manufacturer narrative:
(B)(4). (B)(6). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a colorectal procedure, the first anastomosis had an intra-op air leak. The second anastomosis fell apart. The surgeon performed a hand sewn anastomosis to correct the issue. The or time was delayed by more than 30 minutes. The surgeon performed a diverting loop ileostomy. There was unanticipated tissue loss and it was unknown whether reinforcement material was used.

Manufacturer narrative:
Manufacturer reference: (B)(4). The surgeon submitted a medwatch to the FDA mw5063167. Additional information: the stapler misfires prolonged the operation by 2-3 hours. According to the surgeon: patient had end colostomy hartmans pouch for history of diverticulitis 3-4 months prior to this procedure on (B)(6) 2016. The patient was undergoing a colostomy reversal/takedown using the eea. After his partner fired the stapler, she reportedly found no staples caught at all. The anastomosis came apart. They performed a hand sewn anastomosis with temporary diverting colostomy. He did not recall if the donuts were full or if there was any difficulty removing the instrument from the tissue. The product will not be returning as it was discarded at this surgery. The surgeon stated they have a very low tolerance and frequently perform ostomies. The surgeon was unsure what staple size was used. No additional information will be available.

Manufacturer narrative:
H.10.: tracking number: (B)(4). H.3.: post market vigilance (pmv) led an evaluation involving an eea 28mm single-use stapler subject to patient event reports captured under the following files: (B)(4). A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. This evaluation was based on a medical review of all the data received from the site and a pmv review of complaint trends. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Manufacturer reference: us201606-1471 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the stapler misfires prolonged the operation by 2-3 hours. According to the surgeon: patient had end colostomy hartmann's pouch for history of diverticulitis 3-4 months prior to this procedure on 6/17/2016. The patient was undergoing a colostomy reversal/takedown using the eea. After his partner fired the stapler, she reportedly found no staples caught at all. The anastomosis came apart. They performed a hand sewn anastomosis with temporary diverting colostomy. He did not recall if the donuts were full or if there was any difficulty removing the instrument from the tissue. The product will not be returning as it was discarded at this surgery. The surgeon stated they have a very low tolerance and frequently perform ostomies. The surgeon was unsure what staple size was used. No additional information will be available.